Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. The device was received inside a hospital specimen jar partially filled with clear unknown solution. The valve holder was received loosely attached to the valve with two suture tips inside the back of the stent post cloth and one suture tip exposed. The valve holder appeared intact; there was no evidence of damage to the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder until the handle made contact with the holder and could no longer be rotated. The rotor was removed from the holder for further observation. The sutures around the rotor were curled suggestive of sutures wound during cinching of the valve. Under magnification, all suture tips appeared jagged, not smooth, indicating the sutures were broken rather than cut. Necking or reduction in diameter is noted adjacent to the break. The break surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. The device history review was performed on the device; there were no issues identified during manufacturing that could have impacted this event. There were two non-conformance (ncmrs) reported. The ncmrs identified were reviewed and it was concluded that they were unrelated to the complaint. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The valve was not implanted. Ratchet/deflection suture breaks during use is a known failure mode and is addressed in the current risk management file. Trends for these event types are being assessed and no further action is recommended at this time. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. Medtronic will continue to monitor field performance for similar events should they occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the procedure of this 25mm mitral bioprosthetic valve, it was reported that the cinch mechanism was tightened and the suture broke before the surgeon placed any sutures. It was also reported that the surgeon was unsure if they overtightened the cinch mechanism or not. There was no patient involvement reported.